Event description:
Paramedics used the device to monitor the ECG of a person diagnosed in cardiac arrest. Patient cable leads were attached to the patient. The device allegedly displayed excessive artifact in lead ii. The monitoring electrodes were changed, however the device allegedly continued to display excessive artifact. The patient cable was connected to a second lifepak 12 defibrillator/monitor which also reportedly displayed excessive artifact. A second patient cable was used with the first device and it reportedly continued to display excessive artifact. The patient's ECG was subsequently monitored successfully using the paddles lead. There were no adverse affects to the patient reported as a result of the alleged malfunction.